Event description:
The customer reported an abo discrepancy on a patient sample run on galileo. The patient is historically ab positive, but typed b positive in 2006. The patient was transfused 6 units of red blood cells since 29 days earlier. Transfusions were as follows: 2 units of o positive twenty five days later; 2 units of b positive 10 days earlier; 1 unit of a positive fifteen days earlier; 1 unit of o positive on the same day.

Manufacturer narrative:
The customer realized the patient was transfused multiple times with non-type specific units and is aware of galileo's limitation. The operator manual indicates: "the galileo does not differentiate mixed field reactions." The instrument is performing as expected. A known limitation of the instrument, resulting from transfusion of non-type specific units, contributed to this event.